Manufacturer narrative:
The pump was received with normal operating currents and no unexpected off no power, low battery or failed battery test alarms. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call to have received a failed battery test. Customer's blood glucose was unknown. Customer reported that batteries were only lasting about two days. Troubleshooting was performed and customer was advised that insulin pump would need to be replaced.